Manufacturer narrative:
Correct contact address: 3000 minuteman road (B)(4). A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer did not respond.

Event description:
The customer reported that the ventilator is giving a battery not available message. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Contact office correction: (B)(4). : none; the customer stated that the battery for the device was replaced and their issue was resolved. The battery will not be returned to the factory, so further analysis can not be performed.

Event description:
The customer reported that the ventilator is giving a battery not available message. The customer reported the unit was in use on patient, but there was no patient harm.